Event description:
It was reported that an ilet pump screen cracked after accidental damage while the user was getting into a car, which impeded proper use and compromised water resistance. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included customer interviews and verification of device information. Investigation of this case revealed physical damage to the display component consistent with accidental breakage, resulting in impaired usability of the pump. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.